Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy surgical procedure, the patient experienced postoperative bleeding due to an insufficient seal with the vessel sealer extend (vse) requiring a subsequent procedure. The surgeon stated there were no da vinci instrument or system issues or complications intraoperatively, specifically with the vessel sealer extend (vse) instrument. The vse instrument worked as intended, no errors were produced and all sealing beeps and "noises" were heard appropriately during use. The vessels that were used with the vse instrument were of appropriate size, and were successfully cauterized. Before the end of the robotic procedure, the surgeon ensured the operative area was "dry" and no residual bleeding occurred. It was described as a routine procedure. While in the post anesthesia care unit (pacu), the patient quickly declined, blood pressure decreased and a bleed was identified. The patient was brought back to the operating room and a laparoscopic approach was utilized to identify the source of the bleeding which was on the side branch high on the short gastric of the splenic artery. The branch was just "open" and bleeding, a ligasure was used to cauterize the bleeding. The patient's status became stable. Approximately 2.5l of blood loss occurred, and 6 units of blood was transfused. The patient is currently still hospitalized with plans of discharge home within the next days, but is stable and recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument for failure analysis evaluation. However, failure analysis was unable to test the instrument since the power cord was cut off. A visual inspection did not reveal any thermal damage or signs of melting. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument received the following error "check energy cord connection" when trying to cut and seal. No errors were found in the logs. A review of the logs for the vse instrument associated with this event was performed. No relevant errors were seen in logs. The vse instrument was used for 23 minutes.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the vessel sealer extend (vse) associated with this complaint. Failure analysis did not confirm the reported event. The instrument was returned with the power cord cut off. Visual inspection did not reveal any thermal damage or signs of "melting". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument received error "check energy cord connection" when trying to cut and seal. No errors were found in the logs.

Event description:
Refer to h10/h11 for follow-up information.